Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to site to test the equipment. Charger boards were replaced and system checkout was performed after replacing the parts. System passed all tests and is working normally. The suspect charger boards have been received by manufacturer for evaluation. Charger board 2 failed visual inspection as there was discoloration of capacitors. All led's except two had failed to illuminate. All chargers except one charger passed output voltages and are within specs. The suspect charger board 1 is under evaluation.

Event description:
A medtronic representative reported that during planned maintenance (pm), it was discovered that the charger boards 1 and 2 were failing. There was no patient present at the time of the issue.

Manufacturer narrative:
The analysis on the suspect battery charger 1 was completed by medtronic personnel. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.